Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 500 mg/dl while wearing the pod longer than 48 hours on the hip/buttocks. The patient received an error message that the pod had stopped working whilst working out. The patient removed the pod, discovered the pod had been leaking insulin, and discarded it. They did not have another pod with them, so drove home to apply a new pod. Whilst driving home, the patient began throwing up. The patient applied an insulin injection and a new pod, both of which had not decreased their blood glucose levels fast enough, so they decided to attend the ER. The patient was treated with insulin. The patient left the ER an estimated four hours later, the same day.